Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. Three returned samples were visually inspected. All three appeared to have been used as surgical residue and balanced salt solution (bss) was in the fluid paths of the manifolds. The affiliate stated that the product was not reprocessed or reused; however, it has been found in lab testing that excessive use of any single-use product may contribute to functional breakdown. The directions for use states that the products are validated for single-use only and should not be reprocessed or reused. The samples were tested in returned condition without purging the surgical residue and bss from the tubing. The samples failed and generated system message code indicating no infusion flow. The samples were then purged of the surgical residue and dried bss. After purge, all three samples could prime and tune with the hand piece successfully. The irrigation and aspiration pressures were within specification. No message code appeared on the screen. Fluid flowed from bss to the drain bag without any interfering. No anomalies were observed during functional testing. The root cause of the customer's complaint could not be established; the samples met specifications. After purging all three samples of surgical residue, the samples subsequently met specifications, passing all functional and performance requirements. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint. (B)(4).

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the aspiration failed during a procedure. The product was replaced and procedure completed with no patient harm.